Manufacturer narrative:
Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage other for lot #7324826 item #305109. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that the needle 27x1/2 rb experienced leakage during use. The following information was provided by the initial reporter: material no. 305109, batch no. 7324826. Complaint description: the patient reported that there is medicine visible at the injection site. She describes as ¿larger than the size of a dot¿. She is concerned that the patient is not getting the full dose of medication. Country of origin: USA, event date: (B)(6) 2019, event happened: needle penetrated skin, dose not fully administered.